Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and buttons were not responding. The customer¿s blood glucose level was 137 mg/dl at the time of the incident. Customer stated that the insulin pump had no delivery alert. Customer mentioned when she got the motor error she was having a hard time clearing the alarm because the buttons were not working. The customer stated that the drive support cap was normal. Customer was able to complete pump rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was trying to press the down arrow and was not able to. Customer having button issues, buttons were not working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Device passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm or unexpected no delivery alarm noted during testing. The motor was tested outside the device and passed.(B)(4).